Event description:
Baxter reported an infant pt who experienced hypothyroidism following a peritoneal dialysis therapy using a minicap. In 2005, a catheter for peritoneal dialysis was inserted. The pt further developed peritonitis with dirty point discharge. Dermal and ointment betadine were used. Betadine cap was also used during the connection. Some mililiters of betadine had passed in the peritoneum. Consequently, the pt developed lypotonia and staturo-ponderal retardation. High dosage of l-thyroxin was required as corrective treatment. Subsequently, the tonus improved with resumption of the pt's growth. The physician evoked the risk of neurological sequelae due to severe hypothyroidism within one year.